Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in diabetic ketoacidosis and hyperglycemia. The patient was taken to hospital. The kind of medical treatment and the blood glucose values determined in the hospital were not reported.